Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain/ chronic physical pain') in a (B)(6) female patient who had essure (batch no. He011fr) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant), hypersensitivity ("hypersensitivity"), fatigue ("chronic fatigue"), musculoskeletal pain ("muscle and joint pain"), neck pain ("neck pain"), migraine ("migraines headaches"), sleep disorder ("sleep disturbances"), gastrointestinal disorder ("gastrointestinal disorders"), visual impairment ("visual disturbance"), burnout syndrome ("burnout"), disturbance in attention ("difficulty concentrating"), hyperaesthesia teeth ("sensitivity of teeth"), balance disorder ("impaired balance"), aphasia ("difficulty finding words"), occipital neuralgia ("pinched arnold¿s nerve"), pudendal canal syndrome ("pudendal neuralgia"), presyncope ("vasovagal episode"), musculoskeletal discomfort ("jaw/temple pressure") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue and burnout syndrome had not resolved and the hypersensitivity, musculoskeletal pain, neck pain, migraine, sleep disorder, gastrointestinal disorder, visual impairment, disturbance in attention, hyperaesthesia teeth, balance disorder, aphasia, occipital neuralgia, pudendal canal syndrome, presyncope, musculoskeletal discomfort and nausea outcome was unknown. The reporter provided no causality assessment for aphasia, balance disorder, burnout syndrome, disturbance in attention, fatigue, gastrointestinal disorder, hyperaesthesia teeth, hypersensitivity, migraine, musculoskeletal discomfort, musculoskeletal pain, nausea, neck pain, occipital neuralgia, pelvic pain, presyncope, pudendal canal syndrome, sleep disorder and visual impairment with essure. The reporter commented: current status: chronic physical and mental pain. Having a social life is impossible as always ill, in pain. Frivolity also mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-mar-2022. The most recent information was received on 04-apr-2022. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain/ chronic physical pain') in a 44-year-old female patient who had essure (batch no. He011fr) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant), hypersensitivity ("hypersensitivity"), fatigue ("chronic fatigue"), musculoskeletal pain ("muscle and joint pain"), neck pain ("neck pain"), migraine ("migraines headaches"), sleep disorder ("sleep disturbances"), gastrointestinal disorder ("gastrointestinal disorders"), visual impairment ("visual disturbance"), burnout syndrome ("burnout"), disturbance in attention ("difficulty concentrating"), hyperaesthesia teeth ("sensitivity of teeth"), balance disorder ("impaired balance"), aphasia ("difficulty finding words"), occipital neuralgia ("pinched arnold¿s nerve"), pudendal canal syndrome ("pudendal neuralgia"), presyncope ("vasovagal episode"), musculoskeletal discomfort ("jaw/temple pressure") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue and burnout syndrome had not resolved and the hypersensitivity, musculoskeletal pain, neck pain, migraine, sleep disorder, gastrointestinal disorder, visual impairment, disturbance in attention, hyperaesthesia teeth, balance disorder, aphasia, occipital neuralgia, pudendal canal syndrome, presyncope, musculoskeletal discomfort and nausea outcome was unknown. The reporter provided no causality assessment for aphasia, balance disorder, burnout syndrome, disturbance in attention, fatigue, gastrointestinal disorder, hyperaesthesia teeth, hypersensitivity, migraine, musculoskeletal discomfort, musculoskeletal pain, nausea, neck pain, occipital neuralgia, pelvic pain, presyncope, pudendal canal syndrome, sleep disorder and visual impairment with essure. The reporter commented: current status: chronic physical and mental pain. Having a social life is impossible as always ill, in pain. Frivolity also mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49 kgs. Lot number: he011fr UDI: (B)(4). (10)he011fr manufacture date: 2015-11 expiration date: 2018-11-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-apr-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.